Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-08495. Follow up revealed that the patient's leads were explanted and replaced with a different model. Therapy was restored post-op.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-08495. It was reported that the patient fell and was no receiving adequate therapy, due to the left lead migrating confirmed via x-rays. As a result, the patient may undergo surgical intervention at a later date. Both leads are being reported as it is unknown which lead is the left lead.